Event description:
It was reported that a patient underwent a uterine procedure on (B)(6) 2022 and suture was used. During the procedure, while sewing up the first layer uterine stitch the needle kept breaking or popping off the suture. Tried three different sutures from the same lot number before finding one that did not pop off. Only needed to be using two sutures but had to open five total. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained: it was reported the issue happened on three different sutures but had to open five sutures in total. Could you please advise what was the issue with the 2 additional sutures that had to open? The other 2 needles worked as designed, the first 3 did not. Please confirm how many needles broke: unable to confirm how many broke or popped off specifically as the reporter only stated ¿needle kept breaking or popping off the suture.¿ please confirm how many needles popping off the suture: please see above device return status: defective equipment disposed of, not saved for return. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of a voluntary medwatch report: (B)(4). Related to: 2210968-2022-04063, 2210968-2022-04064.